Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient was not feeling any stimulation on 2 different programs even when increasing stim to 6.0. The therapy was on. There were no trauma/falls reported that could be related to this issue. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. The patient noted she got a new ins (implantable neurostimulator ) implanted yesterday due to normal battery life replacement of her previous device. Additional information received from the healthcare provider noted that troubleshooting was performed. The patient was reprogrammed in the office. Cause of the event was noted as: post placement, in need of programming. Regarding had the issue been resolved, it was noted: yes, but issue was still under evaluation. Indications for use were noted as: gastrointestinal/pelvic floor.

Manufacturer narrative:
Patient code: no longer applies. Event date: updated to initial event date of symptom onset for this event.

Event description:
It was later reported that it was not a loss, rather no therapeutic benefit since implantable neurostimulator (ins) replacement. The patient was not feeling stimulation but only felt it intermittently and calls it spasms. Patient stated she felt it at reprogramming session with manufacturer representative back in (B)(6), felt on her left cheek and therapy was on. The patient stated that at the end of (B)(6) she became very sick and was coughing all the time and that the coughing has just recently decreased in intensity. Patient would work with each of the programs as needed and decided to start with program 3 which was the one she just switched to a couple of days ago. Patient stated that before switching she was on program 2. Patient saw rep and hcp for reprogramming session. The patient also felt stimulation in the correct area.